Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found in process and retained sample: no similar complaints have been received from other hospitals about this batch of products. The root cause of the leakage from the mouth the screw cap after tightening cannot be determined because the defective sample is not received for analysis and confirmation. The plant will continue to focus on such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked. After inserting an IV catheter, the nurse observed fluid leaking around the heparin cap. Repeatedly tightening the cap proved ineffective. Immediately replace the heparin cap with a new one.